Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). Corrected event description with correct product name. A lot history record review was completed for lots 25139340, 25141733 the last 2 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was a malformation observed on the inside of the dissection tip. No other visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. White spots were observed in the images obtained from the endoscopic video imaging system. Based on the results of the evaluation, the reported complaint for " material deformation ¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 accessory pack. They noticed that the conical dissection tip appeared to be melted or malformed during the production process. A replacement accessory kit was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vaoview hemopro 2, they noticed that the conical dissection tip appeared to be melted or malformed during the production process. A replacement accessory kit was used to complete the procedure. The hospital did not report any patient effects.